Event description:
The report stated that the radio frequency ablation procedure started at 40w and went to a maximum of 60w and was completed after 6 minutes. Upon completion of the procedure, a 2nd degree, 1.5cm x 1.5cm burn was found on the right thigh where the pad had been positioned. The two pads that were used in the procedure were reused pads. The patient's status was reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.